Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigations could not reproduce the reported event and no parts were replaced. Hence no root cause can be determined. The device passed all performance tests and could be returned to clinical use.

Event description:
Manufacturer's ref #: (B)(4).